Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the balloon on the short port popped. The surgeon used a replacement unit to finish the procedure. No patient complications were reported by the hospital.